Manufacturer narrative:
The field service engineer (fse) replaced the front bezel to resolve the issue. The system meets the specification for the performed service and is returned to use. The device was not in use at the time of the event. No patient or user harm reported.

Manufacturer narrative:
Upon further investigation, the following has been reported that the issue was found while maintenance/servicing of the unit. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the navigation ring does not work and the front bezel needs to be replaced. It was unknown how the issue was found. No patient or user harm reported.